Event description:
A patient reported experiencing inaccurate erratic results with ot basic enhanced meter. The patient's blood glucose results were 126, 132, 56mg/dl. (Meter). Tests were done within 10 minutes with a difference of 43%. Patient did not experience any adverse events. No further information has been reported. Note - customer touched finger to the strips to get blood on it.